Manufacturer narrative:
The associated complaint devices were not returned. The clinical/medical team concluded, the revision of the bhr components in september 2016 provided clinical information of a large amount black discoloration and debris which may be consistent with a reaction to metal debris. However, the source and the root cause cannot be determined with the available documentation. It is unknown what caused the defects in the medial, posterior, and anterior pelvic walls. This might have been a residual of the cysts (from 2008) that caused the initial problem with her hip or weakening from osteolysis due to a reaction to metal debris. No images have been provided for review. Without the actual device involved our investigation cannot proceed. If the device or new information is received in the future, the complaints can be re-opened. No further actions are being taken at this time.

Event description:
It was reported that a left hip revision surgery was performed due to secondary to pain, which was relieved with distraction of the prosthesis, potential loosening of the acetabular component and acetabular cysts.